Event description:
Review of the manufacturer¿s in-house programming history database. Identified that on (B)(6) 2014 a system diagnostic was performed and resulted in high impedance, the device was programmed off. Review of the manufacturing records for the generator confirmed the device met all specifications prior to distribution. Additional relevant information has not been received to-date. No known surgery has occurred to-date.